Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported approximately two months following an intraocular lens (iol) implant procedure, the lens was exchanged. "Near vision desire" was reported as the reason for the lens exchange. Additional information was requested.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. Information was given that the lens was exchanged, however details of the replacement lens were not provided. The manufacturer internal reference number is: (B)(4).